Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the adhesive of the male external catheter stuck to the patient and hard to remove, as a result the patient felt difficult to roll off the male external catheter. Mss responded the use of warm damp compress wrapped around penis for a couple of minutes, which could assist with loosening adhesive for removal. Mss suggested soaking in warm bath if adhesive left behind. Also noted distributors might carry adhesive remover.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to ¿viscometer failure or mechanical failure". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the male external catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the adhesive of the male external catheter stuck to the patient and hard to remove, as a result the patient felt difficult to roll off the male external catheter. Mss responded the use of warm damp compress wrapped around penis for a couple of minutes, which could assist with loosening adhesive for removal. Mss suggested soaking in warm bath if adhesive left behind. Also noted distributors might carry adhesive remover.